Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced low blood glucose readings while using the ilet (66 mg/dl, 71 mg/dl; fingerstick 84 mg/dl). The user¿s son and nursing facility staff assisted in treating and stabilizing the glucose levels. The user remained on the ilet during this event. No device malfunction was reported.